Manufacturer narrative:
Date sent: 7/17/2007.

Event description:
It was reported that during an eventration procedure the clips would not hold after placing. When the applier released a clip there was an issue with clip formation and the surgeon had to remove the clip. Another similar device was used to complete the case. There was no patient consequence.